Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated her stoma size is 1 1/2 inches and stated it is too small for her current skin barrier. It was stated to the end user that appropriate sized samples would be sent. The end user was also educated on the use of powder with barrier wipes to crust the affected area. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014.

Event description:
End user stated, she noted an itching, red, weeping rash which began in (B)(6). The end user stated, she has seen a doctor and has been using nystop powder (nystatin).